Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. It was noted that the returned device indicated a grommet was loose/detached, foreign material was present on the set screw, and the set screw had a rounded socket.

Event description:
It was reported during the implant procedure that the right ventricular (rv) grommet of the patient's implantable pulse generator (ipg) became torn when the setscrew came out of the setscrew block and was then attempted to be reinserted. The ipg was not used and another ipg implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.